Event description:
During surgery inconsistent cut and coag ability was experienced and additionally during use the coating on the device tip peeled away.

Manufacturer narrative:
Eval method: product scheduled for return but not received by manufacturer for inspection. Eval results: product scheduled for return but not received by manufacturer for inspection. Eval conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Event description:
During surgery inconsistent cut and coag ability was experienced and additionally during use the coating on the device tip peeled away. No patient impact.

Manufacturer narrative:
Product event #(B)(4) investigation plan: visual inspection functional inspection testing performed: visual inspection devices: peak plasmablade 4.0 product p/n: ps200-040 qty: 1 returned in (B)(4) corrugated cardboard box device was returned in a paper (B)(4) bag. It was not sealed or double bagged in biohazard bags. Device appears to have been used, as there is some charring on electrode and the coating has peeled off. There is a good amount of tip coating missing (see pictures) functional inspection device was connected to a pulsar ii generator (ps100-102), eqp# (B)(4) (calibration due date: (B)(4) 2013) device showed the 'e5 error code - mono-polar handpiece has reached end of life' when connected to the generator. The bypass connector was used to test the functionality of the device. The device was activated in grounded saline at cut setting 10 and coag setting 10. This test yielded expected results. Due to the inability to replicate the complaint in grounded saline, the device was tested with chicken breast. The bypass connector was again used to test functionality of the device. The device was activated in chicken breast for 2.5 minutes at cut setting 5, 2.5 minutes at cut setting 10, and 5 minutes at coag setting 10. This test produced acceptable results. Investigation conclusion: the complaint was confirmed based on visual inspection of the plasmablade. The tip appears to have lost some of its coating. However, the complaint was not confirmed based on functional inspection of the plasmablade. The device was activated in chicken and produced expected results. We were unable to replicate the failure. Due to the tip coating peeling off, the device has been sent to powered surgical solutions in fort worth, texas, for further root cause evaluation. (B)(4) analysis: observations: large area of enamel missing from both surfaces of the blade. Minimum layer thickness is about 0.001 inch; minimum specification is 0.003 inch. Excessive distribution of porosities were observed in the coating; largest porosities are equal to the size of enamel coating thickness. Coating lost adhesive bonding with the substrate. Conclusions: porosities distribution, minimum layer thickness and adhesion of the glass coatings might played a major role on the failure of coating loss of adhesion could be related to plasma generation through the coating and/or differential thermal expansion/contraction between coating and substrate. Minimum coating thickness is ~45 micron (0.001), which is much lower than the spec (0.003 inch) (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.